Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2018 that a wallflex biliary rx fully covered rmv stent was to be used in the common bile duct during endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the stent was used for biliary stones. The patient's anatomy was tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, there was difficulty deploying the stent inside the patient. Reportedly, the stent was able to be deployed, but it was removed with snares. Although the specific reason for stent removal was not reported, incorrect positioning of the deployed stent is likely the reason. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. Note: according to the complainant, the wallflex biliary rx fully covered rmv stent was used for biliary stones. However, per wallflex biliary rx fully covered stent system rmv directions for use, the stent is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for indwell up to 12 months in the treatment of benign biliary strictures secondary to chronic pancreatitis.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx fully covered rmv stent was to be used in the common bile duct during endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the stent was used for biliary stones. The patient's anatomy was tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, there was difficulty deploying the stent inside the patient. Reportedly, the stent was able to be deployed, but it was removed with snares. Although the specific reason for stent removal was not reported, incorrect positioning of the deployed stent is likely the reason. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. Additional information received on october 30, 2018: according to the complainant, the wallflex biliary rx fully covered rmv stent was implanted stent-in-stent on (B)(6) 2018, (not (B)(6) 2018, as previously reported) to induce pressure necrosis to release a previously implanted wallflex biliary stent (the subject of manufacturer report # 3005099803-2018-61056). Reportedly, the difficulty encountered during deployment may have been due to deploying the stent within another stent. Both stents were successfully removed during an ercp on (B)(6) 2018.

Manufacturer narrative:
Patient's weight is 81.7 kilograms. Problem code 1069 captures the reportable investigation finding of sheath broken at the guidewire access sheath. A fully constrained wallflex biliary rx fully covered rmv stent and delivery system were received for analysis. Visual examination of the returned device found the stainless steel tube was severely kinked. The outer sheath was detached/ broken at the outer diameter: proximal exterior tube- endoscope interface (proximal end of the guidewire access sheath section). The inner member near the proximal end of the guidewire access sheath section was kinked. Functional evaluation revealed the stent could not be deployed using the delivery system as received; however, the stent was deployed manually by gripping the outer sheath and pulling the tip distally. The stent was measured to be within specifications. No other issues with the stent and delivery system were noted. Attempts to clarify the discrepancy between the received device and reported event have been unsuccessful. Per analysis, the damages noted on the returned device were consistent with the application of force during use. Taking all available information into consideration, the investigation concluded that the observed failures and the reported event were likely due to anatomical or procedural factors encountered during the procedure, such as the nature of the stricture, which limited the performance of the device. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the labeled indication. The dfu indicates, "the wallflex biliary rx stent system is indicated for use on the palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for indwell up to 12 months in the treatment of benign biliary strictures secondary to chronic pancreatitis". However, the stent was not used for a malignant stricture nor a benign stricture secondary to chronic pancreatitis. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.